Event description:
It was reported that there were out of range impedances during a surgical procedure. All 8-15 electrodes were out of range. It was noted that the lead was implanted a few days ago. It was reported that the lead was switched and placed into the other port of the implantable neurostimulator (ins) but the impedances continued to be greater than 20 ,000 ohms. The ins was replaced because they felt the leads were good. It was reported that the exact same results occurred with the new ins. It was noted that the manufacturer representative changed the reference electrode and everything 8-15 was still out of range. The reference electrode was changed from the 0-8 electrodes and at this point all measurements on the electrodes were in range between 400-750 ohms. It was reported that the health care provider (hcp) wanted to know the reason for this anomaly. Stimulation was applied with 3 active electrodes on both sides of the lead and normal impedances were reviewed. It was noted that the hcp was confident that the connections were dry and intact. It was reported that there would be an ins returned due to out of range impedances. Additional information received reported that one of the screwdrivers returned was from the returned ins and the other screwdriver was from the other ins opened.

Event description:
Additional information received reported that the cause of the issue was not determined. It was noted that the patient outcome was listed as ¿fine¿ and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 39565, serial # unknown, implanted: (B)(6) 2013, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 8840, serial # unknown, product type programmer, physician; product ID neu_wrench_acc, lot # unknown, product type accessory; product ID neu_wrench_acc, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins found no anomaly. Analysis of both wrenches found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.